Event description:
It was reported that the lead is not sensing in the atrium. P waves are not seen on the surface ECG (electrocardiogram). And no sensing markers in bipolar or unipolar are seen when the rate is taken down to 30bpm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.